Event description:
A 4 x 10 mm biotenodesis screw broke when implanted in the patient. The partial implant was recovered. The rest of the bioabsorbable screw remained in the patient. Another biotenodesis screw was implanted successfully. Procedure was a tendon repair: extensor haloux longus tendon transverse to medial cuneilon and tibialis anterior to ech left.